Event description:
The customer reported that the system continued to perform fluoroscopy after the foot pedal was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative turned off the extended fluoroscopy feature of the system. The system was tested and found to be working as intended and put back in service.